Event description:
The patient reported that she heard a 'three beeps' alarm, but not consistently. Her clinic visit was in 2007. The alarm was heard by the patient the night before the clinic visit for about 10 minutes and the morning of her clinic visit. The patient reported using an electric blanket that night. According to the pump logs, the new reservoir alarm started to occur on eight days earlier, and the empty reservoir alarm occurred on original date at 3:41 a.m. The critical and non-critical alarm intervals were set to 1 hour. At the clinic visit, the reservoir volume was 0 mls and the pump was alarming. The patient was having good therapy efficacy and no withdrawal symptoms. The pump was refilled with morphine.

Manufacturer narrative:
.